Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. One transseptal puncture was performed. A watchman truseal access system (was) and watchman laa closure device and delivery system (wds) were used. The (was) was pushed only forward with a non-bsc pigtail catheter in the laa and was not deep inside. The anatomy of the laa was big. The ostium was 28 mm and it was 40 mm deep. The closure device was deployed in good position. There were no recaptures performed. The closure device was successfully released. The physician performed transesophageal echocardiogram (tee) pre, peri and post procedure and there was no pericardial effusion noticed. During the procedure, the patient was administered one injection of heparin, 10,000 units. Their activated clotting time (act) measurement 20 minutes later was 193 sec. Another injection of 4000 units of heparin was administered. The patient was routinely relocated to the intermediate care (imc) unit for control after anesthesia. About 90 minutes later, the patient was awake and reported chest pain. Their blood pressure dropped slightly and a transthoracic echocardiogram (tte) was performed. A pericardial effusion of 18 mm was noticed at the apex of the left ventricle. The pericardium was punctured and approximately 700 ml of blood was aspirated and reinfused into the patient. 5000 iu of protamine were injected. A little later, the bleeding stopped. The patient remained in control of imc and transferred to a normal room the next day. The patient was stable all the time. It was further noted that the physicians believed the effusion was caused by the anchors of the closure device.